Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Complaint sample not returned.

Event description:
E-mail received from the sales rep. Informed that: "during a ventriculostomy, the product tubing came undone at the base of eds3. They reconnected the tubing to the eds 3 and kept it on the patient". Note that complaint sample will not be returned for evaluation, and product lot number is unknown.